Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("haemorrhage during menstruation periods/ abundant menstrual periods") and post procedural haemorrhage ("bleeding after the essure procedure") in a (B)(6) female patient who received essure (batch no. 20238986) for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, multigravida (4 pregnancies), parity 3 (3 children born) and miscarriage (1 miscarriage). Patient has no abortions. Previously administered products included contraceptive pill with an associated reaction of no adverse event. Concurrent conditions included endometriosis, adenomyosis and autoimmune disorder. On (B)(6) 2010, the patient started essure. On (B)(6) 2010, the same day after starting essure, the patient experienced menorrhagia (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), headache ("headaches in suborbital region/ major headache"), asthenia ("asthenia"), myalgia ("muscular pain episodes"), paraesthesia ("paraesthesia") and procedural pain ("abdominal pain after the essure procedure"). In (B)(6) 2011, the patient experienced sinusitis ("sinusitis"), dizziness ("dizzy spells") and labyrinthitis ("right vestibulitis ent"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), dyspnoea ("shortness of breath"), dysmenorrhoea ("painful periods"), vaginal discharge ("vaginal discharge"), micturition urgency ("urgency of urination"), abdominal distension ("swollen abdomen/ bloating"), premenstrual syndrome ("major premenstrual syndrome"), back pain ("back pain"), coccydynia ("coccyx pain"), feeling cold ("difficulty tolerating cold feet and hands"), mood swings ("mood swings"), fatigue ("major fatigue"), hypertension ("hypertension"), cardiovascular disorder ("poor blood circulation"), muscular weakness ("muscular weakness"), muscle spasms ("muscular spasms"), arthralgia ("articular pain"), joint stiffness ("articular blockage"), amnesia ("memory loss"), speech disorder ("speech disturbance"), stress ("stress"), coordination abnormal ("disturbance of coordination"), balance disorder ("disturbance of balance"), pruritus ("mild itching"), accommodation disorder ("accommodation disorder"), gastrointestinal motility disorder ("disturbance of intestinal transit") and flatulence ("gas"). The patient was treated with surgery (essure removal via laparoscopic salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the abdominal pain, menorrhagia, post procedural haemorrhage, headache, asthenia, myalgia, paraesthesia, procedural pain, sinusitis, dizziness, labyrinthitis, dyspnoea, dysmenorrhoea, vaginal discharge, micturition urgency, abdominal distension, premenstrual syndrome, back pain, coccydynia, feeling cold, mood swings, fatigue, hypertension, cardiovascular disorder, muscular weakness, muscle spasms, arthralgia, joint stiffness, amnesia, speech disorder, stress, coordination abnormal, balance disorder, pruritus, accommodation disorder, gastrointestinal motility disorder and flatulence outcome was unknown. The reporter considered abdominal pain, menorrhagia, post procedural haemorrhage, headache, asthenia, myalgia, paraesthesia, procedural pain, sinusitis, dizziness, labyrinthitis, dyspnoea, dysmenorrhoea, vaginal discharge, micturition urgency, abdominal distension, premenstrual syndrome, back pain, coccydynia, feeling cold, mood swings, fatigue, hypertension, cardiovascular disorder, muscular weakness, muscle spasms, arthralgia, joint stiffness, amnesia, speech disorder, stress, coordination abnormal, balance disorder, pruritus, accommodation disorder, gastrointestinal motility disorder and flatulence to be related to essure. The reporter commented: the patient did not have access to the information leaflet on essure prior to placement. She did not know what the inserts were made of. She saw an essure insert prior to placement and knew how big the inserts were prior to placement. She had 4 months to consider her decision. She had both uterine tubes prior to placement. She did not have general anesthesia; however, she received a sedative prior to the procedure. She was not hospitalized. The physician considered that essure caused or contributed to the occurrence of the events. The reactions have repercussions on patient's daily life (reduction in sports activities). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2012: hysterosalpingogram result was not provided and ultrasound pelvis result was not provided. In (B)(6) 2015: hysterosalpingogram result was not provided and ultrasound pelvis result was not provided. On an unknown date: blood test result was not provided. On an unknown date: computerised tomogram result was not provided. On an unknown date: nuclear magnetic resonance imaging result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 20238986 manufacturing date: 2010/01 expiration date: 2013/01. Sample not available. We conducted a review of the manufacturing batch record and conflmec1 that final product testing for this lot was performed per and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 03-may-2017: quality-safety evaluation received company causality comment: this spontaneous physician report, received via health authority (ha), refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced haemorrhage during menstruation. On follow-up, abdominal pain and bleeding after the essure procedure were additionally reported. Essure was removed by salpingectomy approximately 6.5 years after the insertion. These events, serious due to medical significance, are anticipated in the reference safety information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure. The same is true for post insertion bleeding and changes of menstrual patterns. These events may have different causes, gynecological and non-gynecological. In this particular case, the patient had concomitant conditions of endometriosis and adenomyosis, which can cause both bleeding and pain. The physician, however, did not report these as alternative explanations, stating that essure contributed to the occurrence of the events. In light of this information, a causality of essure cannot be completely excluded (related). Numerous non-serious events, mostly of systemic nature, were additionally reported. In particular, the physician mentioned headaches, asthenia, and muscular pain as cause of discontinuation. The case was initially classified as incident by the ha. This classification was now confirmed by the fact that a surgical device removal was performed. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 17-jan-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("haemorrhage during menstruation periods/ abundant menstrual periods") and post procedural haemorrhage ("bleeding after the essure procedure") in a (B)(6) female patient who received essure (batch no. 20238986) for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, multigravida (4 pregnancies), parity 3 (3 children born) and miscarriage (1 miscarriage). Patient has no abortions. Previously administered products included contraceptive pill with an associated reaction of no adverse event. Concurrent conditions included endometriosis, adenomyosis and autoimmune disorder. On (B)(6) 2010, the patient started essure. On (B)(6) 2010, the same day after starting essure, the patient experienced menorrhagia (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), headache ("headaches in suborbital region/ major headache"), asthenia ("asthenia"), myalgia ("muscular pain episodes"), paraesthesia ("paraesthesia") and procedural pain ("abdominal pain after the essure procedure"). In (B)(6) 2011, the patient experienced sinusitis ("sinusitis"), dizziness ("dizzy spells") and labyrinthitis ("right vestibulitis ent"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), dyspnoea ("shortness of breath"), dysmenorrhoea ("painful periods"), vaginal discharge ("vaginal discharge"), micturition urgency ("urgency of urination"), abdominal distension ("swollen abdomen/ bloating"), premenstrual syndrome ("major premenstrual syndrome"), back pain ("back pain"), coccydynia ("coccyx pain"), feeling cold ("difficulty tolerating cold feet and hands"), mood swings ("mood swings"), fatigue ("major fatigue"), hypertension ("hypertension"), cardiovascular disorder ("poor blood circulation"), muscular weakness ("muscular weakness"), muscle spasms ("muscular spasms"), arthralgia ("articular pain"), joint stiffness ("articular blockage"), amnesia ("memory loss"), speech disorder ("speech disturbance"), stress ("stress"), coordination abnormal ("disturbance of coordination"), balance disorder ("disturbance of balance"), pruritus ("mild itching"), accommodation disorder ("accommodation disorder"), gastrointestinal motility disorder ("disturbance of intestinal transit") and flatulence ("gas"). The patient was treated with surgery (essure removal via laparoscopic salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the abdominal pain, menorrhagia, post procedural haemorrhage, headache, asthenia, myalgia, paraesthesia, procedural pain, sinusitis, dizziness, labyrinthitis, dyspnoea, dysmenorrhoea, vaginal discharge, micturition urgency, abdominal distension, premenstrual syndrome, back pain, coccydynia, feeling cold, mood swings, fatigue, hypertension, cardiovascular disorder, muscular weakness, muscle spasms, arthralgia, joint stiffness, amnesia, speech disorder, stress, coordination abnormal, balance disorder, pruritus, accommodation disorder, gastrointestinal motility disorder and flatulence outcome was unknown. The reporter considered abdominal pain, menorrhagia, post procedural haemorrhage, headache, asthenia, myalgia, paraesthesia, procedural pain, sinusitis, dizziness, labyrinthitis, dyspnoea, dysmenorrhoea, vaginal discharge, micturition urgency, abdominal distension, premenstrual syndrome, back pain, coccydynia, feeling cold, mood swings, fatigue, hypertension, cardiovascular disorder, muscular weakness, muscle spasms, arthralgia, joint stiffness, amnesia, speech disorder, stress, coordination abnormal, balance disorder, pruritus, accommodation disorder, gastrointestinal motility disorder and flatulence to be related to essure. The reporter commented: the patient did not have access to the information leaflet on essure prior to placement. She did not know what the inserts were made of. She saw an essure insert prior to placement and knew how big the inserts were prior to placement. She had 4 months to consider her decision. She had both uterine tubes prior to placement. She did not have general anesthesia; however, she received a sedative prior to the procedure. She was not hospitalized. The physician considered that essure caused or contributed to the occurrence of the events. The reactions have repercussions on patient's daily life (reduction in sports activities). Diagnostic results (normal ranges are provided in parenthesis if available): in 2012: hysterosalpingogram result was not provided and ultrasound pelvis result was not provided. In 2015: hysterosalpingogram result was not provided and ultrasound pelvis result was not provided. On an unknown date: blood test result was not provided. On an unknown date: computerised tomogram result was not provided. On an unknown date: nuclear magnetic resonance imaging result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-feb-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 338 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure device removal questionnaire - patient's demographic data; relevant medical and drug history; essure treatment details (lot number, stop date, removal method); new adverse events; and reporter assessment. Company causality comment: this spontaneous physician report, received via health authority (ha), refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced haemorrhage during menstruation. On follow-up, abdominal pain and bleeding after the essure procedure were additionally reported. Essure was removed by salpingectomy approximately 6.5 years after the insertion. These events, serious due to medical significance, are anticipated in the reference safety information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure. The same is true for post insertion bleeding and changes of menstrual patterns. These events may have different causes, gynecological and non-gynecological. In this particular case, the patient had concomitant conditions of endometriosis and adenomyosis, which can cause both bleeding and pain. The physician, however, did not report these as alternative explanations, stating that essure contributed to the occurrence of the events. In light of this information, a causality of essure cannot be completely excluded (related). Numerous non-serious events, mostly of systemic nature, were additionally reported. In particular, the physician mentioned headaches, asthenia, and muscular pain as cause of discontinuation. The case was initially classified as incident by the ha. This classification was now confirmed by the fact that a surgical device removal was performed. An updated product technical analysis is expected.